Event description:
Boston scientific crm received information that this implantable right atrial (ra) lead had dislodged. The lead was explanted and a new ra lead was successfully implanted. To date, there have been no reported adverse patient effects associated with this clinical observation.